Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a loss of communication. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.